Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no adverse impact to the customer's blood glucose level. The customer attempted to reset the pump with guidance from technical support, but the issue persisted, preventing the pump from starting. Technical support decided to replace the pump, and the customer planned to contact their healthcare provider for a backup insulin delivery solution since none was available at the moment.